Event description:
It was reported that while using one bd vet sstii 40 blood collection tube, the customer noticed the tubes and caps were getting stuck in the racks, they had to forcefully remove them. There was no health impact or consequence reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vet sstii 40 blood collection tube, the customer noticed the tubes and caps were getting stuck in the racks, they had to forcefully remove them. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received five photos for investigation. The evaluation of the photos does not indicate cap molding defects. No dimensional changes have been made to the tubes or caps since sept 2023. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.